Manufacturer narrative:
A review of the available information was performed. According to initial reports, patient was re-hospitalization due to atypical chest pain. ¿pt presented to outside hospital with acute chest pain; troponin normal, vitals unremarkable; lhc performed- 2 vessel disease, but no intervention; plan for medical management; pt discharged home (B)(6) 2018.¿ tmr is indicated for the treatment of stable patients with ccs class IV angina refractory to medical treatment and secondary to objectively demonstrated coronary artery atherosclerosis and with a region of the myocardium with reversible ischemia not amenable to direct coronary revascularization (sologrip iii IFU). There is no additional information available regarding patient demographics, pertinent past medical/surgical history, date of tmr procedure, angina status, or other details surrounding the reported event. According to the literature, 76-88% of patients who underwent sole therapy tmr improved by 2 or more angina classes at 3-month follow-up (allen 1999, jones 1999). However, there is evidence to support that some patients may not experience any change in baseline angina score. In a study by jones et al, 5 patients reported no change in baseline angina scores 3 months post-tmr (jones 1999). Another 4 patients who were ccs class I at 3-month follow-up progressed to ccs class IV at 12 months. Repeat angiograms of these patients demonstrated new graft lesions in areas that were previously not treated with tmr (jones 1999). Both frazier et al. And jones et al. Observed that patients with more pre-tmr comorbidities experienced less relief of angina symptoms than patients with fewer comorbidities. It is unknown whether that patient has undergone previous coronary interventions, however, incomplete revascularization (ir) has been reported in up to 37% of patients with multi-vessel coronary disease undergoing CABG and up to 43% patients undergoing pci (head 2012). According to information provided in the event history, a left heart catheterization was performed and revealed 2-vessel coronary artery disease, which could have contributed to the patient¿s atypical chest pain. The patient¿s atypical chest pain is likely due to the patient¿s multi-vessel coronary artery disease. However, based on the limited available information, a definitive root cause cannot be determined. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU (instructions for use). No new risks were identified during the course of the risk management departmental complaint investigation. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, re-hospitalization due to atypical chest pain. Patient presented to outside hospital with acute chest pain; troponin normal, vitals unremarkable; lhc performed- 2 vessel disease, but no intervention; plan for medical. Management; patient discharged home (B)(6) 2018.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, re-hospitalization due to atypical chest pain. Patient presented to outside hospital with acute chest pain; troponin normal, vitals unremarkable; lhc performed- 2 vessel disease, but no intervention; plan for medical management; patient discharged home (B)(6) 2018.